Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; a review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). E1 initial reporter email address: (B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient's spouse reported that the patient experienced inaccurate cgm values which occurred the day after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient experienced diaphoresis. The cgm was reading 106 mg/dl and the blood glucose reading was 32 mg/dl. The patient passed out and the spouse transported the patient to the emergency department. There, the hypoglycemia was reversed with IV sugar and the patient recovered after treatment. There was no documentation of further medical evaluation or intervention. The patient was not admitted and went home the same day. At the time of the report, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.